Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice low recirculation volume apd cassettes had holes in the patient line which resulted in leaks. The leaking was discovered while the patient was connected for treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.